Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The locking detail of the device is damage from attempted insertion. The visual also confirms some scratches on the surface of the insert. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of the complaint history did not reveal additional complaints for the listed batch. The production documentation was reviewed. No deviations from the standard manufacturing procedure were found. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, the gii ps insert sz 3-4 9mm 3-8 easily comes out of the tibia. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. No patient injuries and no other complications were reported.